Event description:
During use, leakage occurred at the intra-cavity connector, with three defective units identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: a mz1000 china product was not available for investigation7; however, the customer confirmed that the complaint sample was from lot 25085184. The feedback provided by the customer states that, "during use, leakage occurred at the intra-cavity connector". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25085184 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customerâ¿¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
No additional information.